Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an infection at the pocket site. The pump was implanted and when the stitches were removed, the implant site swelled up, the incisions opened and kept getting bigger and bigger. There was incisional wound opening and swelling. A system replacement is scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.